Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that it was not possible to leave the priming loop on the insulin pump. The customer stated that they filled the tubing after rewind, pressed the esc button, but black circles persisted on the screen. The insulin pump requested priming again. The customer tried it several times. No alarm messages. The customer will use a backup plan. The customer was advised that the insulin pump needed to be returned for analysis. The reports also stated that the office was notified of the customer's passing the morning of the report. The family member reported that the insulin pump was not the cause of the death. It was also reported that the insulin pump would not be returned. No further information is available at this time.